Manufacturer narrative:
Product investigation is in progress.

Event description:
Already removed one (tampon) but I can't find the second one... Having pressure to rectum- vagina [foreign body in reproductive tract]. Pressure to my rectum [anorectal discomfort]. Case narrative: consumer reported via phone that she can't find the second tampon she inserted. No serious injury was reported.

Event description:
Already removed one (tampon) but I can't find the second one... Having pressure to rectum- vagina [foreign body in reproductive tract] pressure to my rectum [anorectal discomfort] case narrative: consumer reported via phone that she can't find the second tampon she inserted. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Already removed one (tampon) but I can't find the second one... Having pressure to rectum- vagina [foreign body in reproductive tract] . Pressure to my rectum [anorectal discomfort]. Case narrative: consumer reported via phone that she can't find the second tampon she inserted. No serious injury was reported.